Event description:
It was reported by service report that the chair had no resistance on the track going down stairs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Track.